Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed and the reported event could not be confirmed. Radiograph evaluation noted bone quality to be within the normal range and did not identify any component malfunction; the components are anatomically aligned, there is no fracture, dislocation, or evidence of component loosening. Review of the device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
This report is being submitted to relay additional information.

Event description:
No further information to report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Item number: 010000704, item name: g7 bonemaster ltd acet shl 54f, lot #: 3891187. Item number: 650-0662, item name: delta ceramic fem hd 36/+3mm, lot #: 2016110730. Item number: 51-110110, item name: tprlc 133 fp type1 bm so 11.0, lot #: 3535144. Item number: 010000997, item name: g7 screw 6.5mm x 20mm, lot #: unknown. Item number: 010001001, item name: g7 screw 6.5mm x 40mm, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 11033; 0001825034 - 2018 - 11036. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient experienced mild degree of pain and gluteus medius and tensor fascia lata tendinopathy approximately 1 year postimplantation. Attempts have been made and no additional information is available at this time.